Event description:
Consumer complaint of blood results reading "hi". The customer states the strips are within the expiration date (01/25/2017) and ar stored correctly. Performed a blood test result; 594mg/dl (too insulin about 5 minutes ago) last 5 results in memory: r-25 hi on (b)64) at 9:15am (fasting), r-24 387, r-23 461, r-22 hi, r-21 105. The customer states the results in the memory are all fasting. No adviser event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Manufacturer narrative:
(B)(4). Product not yet returned.